Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that portions of the touchscreen was delayed in responding to presses. Customer's blood glucose level was not impacted. Customer declined a replacement pump and stated they will continue to use the pump for insulin therapy.